Event description:
Additional information received reported that the patient still had concerns with their device or therapy but had not sought further help. The patient was supposed to get a call from the manufacturing representative but had not as of the time of report.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial # unknown, implanted: (B)(6) 2014, product type lead; product ID neu_ptm_prog, serial # unknown, product type programmer, patient; product ID neu_recharger_acc, serial # unknown, product type recharger. (B)(4).

Event description:
It was reported that 3 or 4 weeks ago all of a sudden the patient woke up one morning and the pain in their feet was just overwhelming. It was noted that 3-4 weeks ago the pain returned and had gradually been getting worse. It was thought that once in a while this happened when they forgot to regulate the thing at night when they were going to bed, the patient kind of ¿stumbled¿ through the day. Three months previous to that they were having absolutely no pain, they were walking, not using their cane. This came overnight, the previous friday night it hit them with a vengeance and they had not gotten much sleep friday night. On saturday the patient was kind of out of it all day long. On (B)(6), the patient could absolutely not move. They were dizzy, and did not know if the implantable neurostimulator (ins) had anything to do with that at all. The caller had a loss of therapeutic effect. There was an increase in baseline pain. There were no known accidents or incidents related to their complaint. Previously the stimulation went from the patient back down from their feet and provided good pain relief. At the time of the report the stimulation only went half way down each calf. The patient made sure the ins was charged and fully recharged the ins. The patient only had one program and they had increased it to 4.00 with no effect except uncomfortable stimulation. At the time of the report it was set at 3.2. If additional information is received, a follow-up report will be sent.